Event description:
Tried to obtain blood pressure (bp) on patient and welch allyn soft blood pressure cuff kept cycling. Recognized that the flexiport area was pulled away from cuff, rendering the bp cuff ineffective.